Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the alarm, which was determined to be a sys error 105 alarm, caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device experimented an alarm which was unidentified due to an unreadable display. There was no pt involvement.